Event description:
It was reported that a female patient underwent a breast surgery with two 550cc mentor memorygel breast implants and experienced breast cancer post-operatively. As a result, the patient underwent explantation on (B)(6) 2025 and replaced with two 585cc mentor memorygel boost breast implants. The event information available is nonspecific and very limited. At the time of this report, mentor has not received pathology/cytology results or operative report. If additional information is received, mentor will submit a supplemental report accordingly. This report is for the a side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast cancer. D4: UDI: the device was made prior to UDI compliance date. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).